Event description:
It was reported that a patient died, coincident with peritoneal dialysis (pd) therapy. It was unknown whether the therapy was ongoing at the time of death. Prior to the death, the patient was hospitalized for an unrelated issue and had a procedure performed. The next day, the patient coded and was found to be unresponsive. A week later, it was determined that the patient no longer had brain function. The following day, the patient was extubated and life support was withdrawn. The cause of this patient¿s death is unknown. An autopsy was not performed. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). The device was manufactured in 1994. The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up medwatch will be submitted.